Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the cartridge was damaged at the canister causing the insulin to leak and interrupting insulin delivery. Customer's blood glucose level was 970 mg/dl with high, large ketones. Ketone levels were identified as life threatening by health care provider. The elevated bg was addressed by a correction bolus via the pump. Customer went to the emergency room and was admitted to the intensive care unit in a coma. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2023. Ultimately, the customer reverted to an alternate method of insulin delivery.